Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet. Symptoms consistent with hypoglycemia were reported. Troubleshooting and education were provided, and the user conferred with their healthcare provider and elected to discontinue therapy and return the device and unopened supplies. Outcomes included no reported injury, no device alarms, and no hospitalization. An investigation was conducted that included review of customer reports and product history with engagement of the field team. Review of the available information indicated that no device malfunction or alert behavior was reported and no specific device component issue was identified. The cause of the reported hypoglycemia events remained unclear. Based on previously established findings for similar reports, the cause was determined to be inconclusive due to insufficient evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.